Event description:
It was reported that the tip of the driver broke while adjusting the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not identify fracture, breakage, or crack. Dimensional overall length found to be within print specification. Functional evaluation confirmed no issues with driving sample sextant mas bone screw into simulated bone. After visual, dimensional, and functional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The drivers appears to perform its intended function. A review of the device history records did not identify any applicable nonconformance to specification.